Event description:
The complainant reported that a male pt had three prima zi abutments placed at (B)(4) on (B)(6), 2009. The abutments were reported to have fractured on (B)(6), 2010. There was no adverse effect to the pt as a result of the reported abutment fracture.

Manufacturer narrative:
Three abutments were returned for eval. Visual examination revealed two abutments were fractured at the base. The internal lobe connections on both abutments were fractured and missing from the abutments. One internal lobe was included with the returned items. Events of this nature are usually caused by excessive torque force used to secure the abutment screw. A torque setting over the recommended 30ncm can result in fractures to the base of the zirconia abutment. The third abutment fractured at the upper body of the device and the internal lobe connection remained intact. It is presumed a crown was placed on the abutment as there were crown remnants visible on the body of the abutment. Furthermore, the body of the abutment revealed evidence that the abutment was prepped prior to attaching it to the implant. Modification can lead to abutment fracture. Due to the inherent nature of materials used for ceramic abutments, failures of this nature are not unexpected. F/u communication with the restorative clinician revealed that the pt presented with three restorations loose on (B)(6), 2010. Trauma was not a contributing factor. The root cause of this event is likely attributed to user technique and/or operational context. Product is supplied by keystone dental as a non sterile part, consequently, there is no expiration date noted. Keystone dental reference: (B)(4).